Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detached event on 29-oct-2024 from connector. Infusion set was used for 3 hours after insertion. Patient replaced the infusion set and resumed the insulin deliveries successfully. No further information was available.